Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) suffered a fall and since that time has experienced intermittent stimulation. Stimulation was disabled to the lead and diagnostics indicated low impedance readings. Reprogramming was unable to provide effective therapy. Patient is to consult with physician regarding possible surgical intervention.